Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. Device lot information was not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lot could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined. If additional information becomes available, a supplemental report will be submitted.

Event description:
Study: okada, h., hashimoto, t., tanaka, y., sakamoto, h., & kohno, m. (2022). Embolization of skull base meningiomas with embosphere microspheres: factors predicting treatment response and evaluation of complications. World neurosurgery, 162. Https://doi.org/10.1016/j.wneu.2022.02.118 was reviewed during internal quality system activities. The publication describes the microspheres used in embolization of skull base meningiomas procedures have been associated with patient with worsening peritumoral edema and cranial nerve palsy.